Event description:
(B) (4). Same case as: 2134265-2010-02949. It was reported that during a carotid stenting treatment procedure, the patient experienced hypotension. The target lesion being treated was located in the ostium of the right common carotid. The lesion was treated with a filterwire ez and a carotid wallstent. During the index, it was reported that the patient experienced hypotension. The patient was treated with medication and the event was considered resolved without residual effect. The patient was discharged 1 day later.

Manufacturer narrative:
(B) (4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)